Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found opened and released from the capture coil; however, the capture coil and braids were found damaged and may have contributed to the reported issue. All products are 100% inspected for damages and irregularities during manufacture.(B)(4).

Event description:
On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, the first pipeline (4.25mm x 20mm) could not be released from the capture coil. An attempt was made to rotate the pushwire without success because it was stuck in the vessel. The device was removed from the patient. The second pipeline (4.25mm x 20mm) also could not be released from the capture coil. The second device was removed from the patient.no patient injury was reported as a result of the procedure.same event as MDR# 2029214-2013-00959.